Event description:
A 66 year old male was treated for an acute myocardial infarction with cardiogenic shock. An impella cp was inserted. Shortly after, hematuria was noted. The next day, the patient was escalated to an impella 5.5.the following night, a "purge disc not recognized" alarm occurred that was resolved by a console exchange. Support was continued for another 11 days.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The patient experienced hematuria. Urinary output was less than 30 cubic centimeters per hour and was pink-red. There was a "purge disc not recognized" alarm on the console with the impella 5.5. The purge cassette, disc, and impella were all switched to another console and the alarm resolved. This file represents the impella cp. Other reports will be submitted for the associated devices that experienced reportable events.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Hematuria: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.